Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving motor error alarms on the insulin pump when attempting to bolus. Customer does use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 250 mg/dl and has treated with a bolus. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.